Event description:
The complainant stated that the head down, knee up and down and hi/low up and down functions are not working. He has isolated the siderails and replaced the main circuit board but is still having the problem.

Manufacturer narrative:
The account's maintenance found that with the jumpers in the p3 connector, all of the functions will work. The technician replaced the bed control cable to repair the bed.